Event description:
On (B)(6) 2022 mpxr 957372 (rep): information was received from a manufacturer representative regarding a patient who was receiving un known morphine drug (1 mg/ml at 0.64 mg/day) via an implantable pump for spinal pain indications. It was reported that at 0630, on (B)(6) 2022, the manufacturer representative (rep)  was contacted by the nurse practitioner (np) stating she was concerned she had performed a pocket fill the prior day, (B)(6) 2022 because the tablet was not showing the updated pump volume that she had filled. It was found that she had never adjusted the volume on the tablet for the refill. She stated that upon aspiration, she had some colored fluid in the syringe and nothing to perform a check. The patient was admitted to the hospital overnight for observation. The patient never experienced and adverse reactions to the pocket fill. The np, doctor, and office staff will require additional training on pump refills. On (B)(6) 2022, the rep brought a refill kit and demo products and showed the np in demo mode the correct way to update a pump after refill. The np denied using fluoro or ultrasound for the pump check. She tried several times to access the reservoir without success.  The healthcare provider (hcp) was able to access the reservoir with the use of fluoro, draw out the current volume in the pump, 1.4 ml that matched the volume shown on the tablet. The hcp then confirmed under fluoro that was in the reservoir. It was also confirmed that the prior refill was a pocket fill. The hcp then filled the reservoir with new medication and correctly updated the information on the tablet and updated the pump. The patient  was released by the hospital to go home (B)(6) 2022. The issue was resolved, patient status was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.